Manufacturer narrative:
(B)(4) date sent: 1/18/2017. Batch # (B)(4). The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In addition, 5 scissored clips and 4 conforming clips and 1 partially formed clip inside a petri dish. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the device could not clip properly. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.